Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass. Also, the insulin pump had minor scratches on lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that display screen was partially viewable on insulin pump. It was reported that insulin pump fell on the floor causing damage to display screen. Caller reported that display screen did not crack, it only showed a black mark. Customer's blood glucose was 170 mg/dl. Customer was advised that insulin pump would need to be replaced.